Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Additional, changed, and/or corrected data.

Event description:
Patient has reported left side lymphadenopathy and capsular contracture, baker grade IV. The device has been explanted.

Event description:
Patient has reported lymphadenopathy and capsular contracture, baker grade IV. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient has reported lymphadenopathy and capsular contracture, baker grade IV. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV.